Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the customer was unable to acquire images as the disk space was low. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used for a pacemaker replacement procedure. The procedure was completed as planned by using fluoroscopy, but due to a lack of disk space, no exposures could be acquired. The philips remote service engineer (rse) examined the system remotely and confirmed the issue was with the image processing pc (ip-pc) and low disk space via remote alert. Analysis of the system log files revealed that the frontal ip-pc was malfunctioning, and the cause could be the disk (bay). However, the part analysis of the defective ip-pc could not be conclusively determined by the supplier's part analysis. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction z-1151-2024. To resolve the issue, the fse replaced the ippc, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. The device problem code was corrected.